Manufacturer narrative:
Investigation summary: according accuview graph in the beginning of the study the ph value start at 1ph and then increased to above 8 ph value to high reading more than half hour indicate that physician was not placed the bravo capsule correctly and capsule detached earlier. According to the investigation and the procedure that product are released only after they have been tested and released we consider the product met the specification.

Event description:
According to the reporter, the customer called regarding high readings during a bravo study and missing tracing in several areas. Technical support reviewed the study and it has high ph values. The customer confirmed that a repeat procedure would be necessary.